Event description:
It was reported, the pt's scs trial procedure was abandoned. The physician experienced difficulty accessing the epidural space. The physician eventually accessed the epidural space using a 6" epidural needle, but the pt experienced pain down her leg. In addition, after testing the space with the guide wire the pt reported experiencing more pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.